Manufacturer narrative:
The getinge field service engineer (fse) resolved the issue by replacing the nylon p-clip. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). Full name of event site: (B)(4) hospital.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the nylon p-clip that secures the coiled cable to the pump console was found to be broken. There was no patient involvement.